Event description:
It was reported the lcs15 was used during a not reported procedure. It was reported by the affiliate there was a whistling noise and frequent stops were made because there was no contact and cutting or coagulation ability. The case had a lot of blood and prevented contact occuring. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area, no; evidence of non-functionality, no; external damage to lcs/cs housing, no; external physical damage, no. Functional tests & results: blade not energize/cut correctly, no; lcs/cs jaw not open/close correctly , no; lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was tested and found to be fully functional. There were no anomalies noted with the functionality of the device. Mfg and engineering have been notified of the reported incident.